Manufacturer narrative:
It was reported that the end-user experienced a skin reaction to her right foot during use of an unknown (B)(6) bandage. She experienced a "red rash" on the skin in contact with the bandage adhesive. The end-user was unable to provide any specific product information to the manufacturer. Reportedly, the end-user was prescribed an unidentified topical steroid for her skin reaction. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported need for medical treatment, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a skin reaction during use of an unknown bandage.